Event description:
On (B)(6) 2016, the reporter (doctor) for the lay user/ patient contacted lifescan (lfs) alleging that their onetouch verio iq meter was reading inaccurately high compared to a laboratory device. The complaint was classified based on the customer care advocate's (cca) limited documentation as the reporter was unable to provide detailed information or follow up details to contact the patient. Cca made two unsuccessful attempts to contact the patient and were unable to send a "no response" letter as no address was provided. The reporter stated that the alleged issue began on an unknown date and time. The reporter was unable to provide any readings for the subject meter but noted that it was higher than the laboratory device result of " 40mg/dl." The reporter was unable to provide any further details to support this report. At the time of trouble shooting, the cca confirmed the subject meter was set to the correct unit of measure. Based on the limited information available this complaint is being reported because the patient reportedly obtained an inaccurate high result on the subject meter and developed a symptom suggestive of severe hypoglycaemia requiring admission to an ER, after the alleged product issue began.